Event description:
It was reported that the insulin pump alarmed button error. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, broken belt clip slot, and stripped battery cap coin slot.